Event description:
The customer reported a loss of communication and a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply was evaluated and adjusted. The system was tested and found to be working as intended and returned to service.